Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that frame node overlap did not occur during loading. The first valves paddles would not stay in the paddle pockets. It was attempted to re-load the first valve multiple times, but the paddles would not stay in the pocket; therefore, a new valve was used.

Event description:
It was reported that upon final deployment of a transcatheter valve, both paddles were released from the delivery catheter system (dcs); however, it was observed that an outflow crown was stuck on the dcs. Subsequently, the outflow crown of the valve was detached from the dcs, and the valve was used to complete the procedure. It was reported that a 10 minute procedural delay occurred as a result of the paddle hang-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6). Product type: {0195-heartvalves}; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misload was observed on fluoroscopy.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon final deployment of a transcatheter valve, both paddles were released from the delivery catheter system (dcs); however, it was observed that an outflow crown was stuck on the dcs. Subsequently, the outflow crown of the valve was detached from the dcs, and the valve was used to complete the procedure. It was reported that a 10 minute procedural delay occurred as a result of the paddle hang-up. No patient complications have been reported as a result of this event. Additional information was received that the first valve was loaded but not loading appropriately due to folds/overlaps and the paddles not staying in the pocket. The valve was not used for implant. A different valve was loaded and inserted into the patient, but on final deployment the issue of the outflow crown sticking to the dcs occurred. Forward pressure on the dcs was used to detach the outflow crown of the implanted valve.